Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer exchanged the sipper nozzle and pinch valves. After replacement, qc was performed and was within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results for multiple assays from the cobas e 801 analytical unit. One example for anti-hbc was provided. The initial results were 0.00174 (reactive) and 0.000974 (reactive). The repeat result using the other measuring cell on the analyzer was 1.81 (non-reactive).